Manufacturer narrative:
Eval summary: qa analysis of the returned guide wire revealed that it was a guidant product and that the stent was on the distal end of the guide wire, with 1 cm of the tip of the guide wire extending out the distal end of the stent. The entire length of the stent was severely damaged. The stent was stretched and measured 3 cm in length. The tip coils of the guide wire were pushed distal from the proximal solder for a length of 5 mm. The shrink tubing was separated 5.6 cm proximal to the solder. The fracture face was jagged. The separated portion was on the guide wire under the stent. The distal end of the shrink tubing was bunched up and wrinkled over the tip coils, where they were stretched, for a length of 2 mm and then extended proximally for 1 cm. The tip was tugged on to confirm that the core was intact. Quality engineering concluded that the guide wire was damaged during the incident. The guide wire shrink tubing was found inside the stent and it appeared as if all the tubing was returned. The root cause of the damage to the guide wire appears to be related to the circumstances during the procedure. There did not appear to be a mfg related issue with the guide wire, but the damage to the guide wire made a complete analysis impossible. The lot history record was not reviewed because the lot number was not reported. This MDR is considered closed by the qa dept.

Event description:
It was reported that during deployment of the stent at 6 atm, it was felt that there was a need to change the position of the stent, resulting in stent dislodgement from the stent delivery system (sds). An attempt was made to retract the stent, but was unsuccessful. The stent got crushed and was pulled back by making a loop with the guide wire. The pt became unconscious during the procedure and the stent withdrawal took 15 minutes. Another co's stent was successfully deployed. This is being filed based on the analysis of the returned guide wire, which revealed that the shrink tubing was separated. The guide wire was added to the incident at the time of the product analysis, as it was unk prior to this that the guide wire was a guidant product.